Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was broken in the package. The surgeon used another instrument for the procedure. The hosp has reported no pt injury occurred.